Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume intermate device was broken. This was noted before patient use. There was no patient involvement. There is no additional information available.

Manufacturer narrative:
The device was manufactured between: 26may2015 and 27may2017. The device was received for evaluation. Visual inspection on the unit via the naked eye showed no evidence of broken cap coil. However, the fillport cap was noted to be missing. The unit was not returned in its original package. The cause of the missing fillport cap could not be determined during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.